Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
No related complaint received with return of device. A partial lead was returned in two segments for analysis. External insulation abrasion was noted at 13.0-13.2cm from the connector pin, consistent with lead friction to the device can. The etfe coating was intact at this location. (B)(6).